Event description:
I just had surgery today to remove my ruptured mcghan saline breast implants and would like to report all of the medical issues I've had to go through over the last two+ years. I've been in and out of the hospital, doctors¿ offices, became septic and nearly died. Had multiple infections and constant extremely painful inflammation under my breast, doctors could not figure out why or what was causing it. Just today from having the surgery, the swelling in my face, stomach and whole body has already improved so much. I just don't know what to do but try (B)(6) report what I've documented and went through over the last few years of my life. I have over two years¿ worth of all sorts of testing I can provide including x-rays, CT scans, mammograms showing ruptured implant, multiple ER and hospital stays. Arthritis test, blood test, pictures and was able to keep the implants, just not sure where to send them for testing. FDA safety report ID # (B)(4).